Event description:
A caller reported encountering a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to use multiple daily injections as a backup insulin delivery method and received a replacement pump with updated software. The caller was instructed on steps to take before and after receiving the replacement pump, including using proper storage mode and returning the old pump.